Manufacturer narrative:
The insulin pump had intermittent button response due to a corroded keypad trace. No numbers ramping up or down were noted. The insulin pump passed the occlusion, prime, excessive no delivery and displacement tests.

Event description:
The customer reported that she was treated for high blood glucose levels at her healthcare professional's office. The customer stated that she was unable to use the insulin pump due to the numbers ramping up on the screen. The buttons appeared to be stuck. Advised that the insulin pump would be replaced. Nothing further was reported.